Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports surgeon placed grasper in through trocar to use on a laparoscopic cholecystectomy. When surgeon opened grasper to use the working side broke off and fell into the abdomen. Piece was retrieved, no patient injury.

Manufacturer narrative:
On 5/25/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis: there was an instrument resembling grasping forceps returned with brown tape markings showing wear and a broken tip. Upon further investigation it is noticed that there is no item number or any markings of any kind on the instrument. Not being able to confirm that the instrument is a miltex product, it will not be sent out for evaluation, nor will a DHR be requested. The complaint report cannot be confirmed. Device history evaluation: DHR review: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the returned instrument has no part numbers or markings that can identify it as a miltex product, therefore the complaint report can not be confirmed.